Event description:
Dealer advised joystick goes slow then tapers off. Dealer advised sometimes surges. Dealer advised enduser leaves in a facility. Dealer advised no injuries. Dealer advised chair was donated so are not getting any new parts at this time. Dealer advised will supply a different chair.